Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube presented a dark brown colour. No report of injury, exposure or medical intervention.